Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood/body fluid was present on the distal conductor. (B)(4) no anomalies were found; full lead was returned for analysis. Blood/body fluid was present on all conductors.

Event description:
It was reported that the lv lead could not be implanted due to the patient's anatomy. Another lv lead implant was attempted but also could not be placed due to patient anatomy. No patient complications have been reported as a result of this event.